Event description:
It was reported that a pt who underwent an x-stop procedure felt like the device was "dislodged." Reportedly, "all pain was gone, able to do activities which couldn't do previously for several years. Very happy despite sub-optimal position of the device." Two to three months post surgery, the pt fell and suffered a "hurt back". The x-stop device was removed, a small foraminectomy was performed and another x-stop was implanted at the same level." The pt developed a minor wound infection that was successfully treated with antibiotics. Symptoms continued and the pt consulted with another physician. The physician eval concluded that the device was misplaced. No additional info was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.